Event description:
It was reported that the lead safety switch (lss) of the cardiac resynchronization therapy pacemaker (crt-p) was triggered due to right ventricular (rv) pace impedance greater than 3,000 ohms. The lss automatically changed the programming from bipolar to unipolar. Prior to the switch the rv impedance trend had been stable. Further review of the rv lead was recommended. The rv lead remains in service. Additional information received indicated that this lead was capped and replaced without complication on (B)(6) 2025. The cardiac resynchronization therapy pacemaker was also prophylactically replaced due to current advisory. No additional adverse patient effects were reported.